Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display and would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that the device's internal hybrid layer capacitor (hlc) batteries had become deleted and could no longer power the device on. It was also observed that the installed charge-pak assembly had expired on (B)(4) 2011, which likely contributed to the depletion of the internal hlc batteries. Physio also observed one small non-shorting tin-whisker; however, it did not contribute to the loss of power. The customer was provided with a replacement device.